Event description:
It was reported that a compressor unit would not turn on and that it was found with blown fuses. There was no patient involvement. (B)(4). (B)(4).

Manufacturer narrative:
The investigation of the reported unit that would not turn on has been finalized. The reported compressor was examined at the hospital by our field service engineer. The on-site investigation revealed that two fuses were found blown inside the mains inlet. The problem was resolved by exchanging the two fuses. The cause of a blown fuse could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the main power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.